Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that he customer believed the pump did not calculate the proper bolus amount when entering blood glucose (bg) and carbohydrate values. The customer experienced elevated bg levels up to 500 (mg/dl). Manual injections were administered to address bg level. Reportedly, the customer's spouse assisted the customer by delivering manual injections due to the customer vomiting and feeling sick. During troubleshooting with tandem technical support, review of the pump settings showed that the carbohydrate ratio setting was set incorrectly. The customer believed the setting was set incorrectly at the healthcare provider's (hcp) office. The customer stated the hcp would be contacted and the carbohydrate ratio setting would be adjusted.